Event description:
Procedure type: lobectomy. According to the reporter: only the tip of the device closed. The handle could not be fully squeezed. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used.

Manufacturer narrative:
(B)(4).